Manufacturer narrative:
The patient¿s age was not provided. (B)(4). Approximate age of device ¿ 1 year, 1 month the pump was not received for evaluation; however, a photograph of the rotor from the explanted pump was submitted for evaluation. The photo revealed a tissue-like thrombus around the inlet bearing ball and inlet portion of the rotor. Based on the photo, the thrombus appeared to show evidence of laminated layering and denaturing, indicating that the thrombus likely formed around the bearing for an undetermined amount of time while the pump was operating. The thrombus would have potentially contributed to the reported elevated lactate dehydrogenase level and intermittent power elevations recorded in the submitted system controller log file. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a stroke at the end of (B)(6) 2015. The patient's lactate dehydrogenase (ldh) level at the time was 747 u/l. The patient reportedly recovered well from the stroke. On (B)(6) 2016, the patient's ldh level had increased to 913 u/l and pump power elevations were captured in the system controller log file. The patient was admitted to the hospital and started on heparin. The ldh levels continued to increase to a peak of 2500 u/l and on (B)(6) 2016, a pump exchange was performed.